Event description:
During a superficial femoral artery popliteal intervention, the valve began to leak tremendously after atherectomy. The facility placed towels on the valve to control the leak and continued on with the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, documentation, and quality control, and a visual inspection and functional test of the returned device were conducted during the investigation. The sheath was received in a used condition with the check-flo valve and extension tube with stopcock attached. The device history record and other documentation relative to the manufacture of the device was reviewed. A visual inspection revealed very minor tip damage to the sheath. The sheath tip had 2 small tears, maybe 2mm apart about 2mm deep from edge of sheath. A functional leak test confirmed the complaint of leakage from the check-flo valve. The tip of the sheath was occluded for the functional leak test. Then, using water in a 10ml syringe to generate pressure by hand, there was dripping from the center of the silicone valve. Visual inspection also indicated that the silicone valve was slightly torn. There is no evidence to suggest that the product was not manufactured to the correct specifications. Without additional information, no conclusion can be drawn about the cause of this event. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a superficial femoral artery popliteal intervention, the valve began to leak tremendously after atherectomy. The facility placed towels on the valve to control the leak and continued on with the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.